Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria.

Event description:
The patient reported that the patient experienced pain at the pod's infusion site and that when the pod was removed, the needle had not retracted. This indicates a needle mechanism failure. No impact to the patient's glucose level was reported. The pod was worn for less than an hour. Related case: (B)(6).